Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a fusion second tarsometatarsal (tmt) surgery the tip of the drill bit broke and remained in the patient's bone. The fragment was left implanted in the base second metatarsal. The fragment is fixed into the bone and is not protruding. The surgeon decided it was safe to leave it there and did not spend time attempting to retrieve it. The rest of the drill was discarded. The surgery was prolonged by five (5) minutes. There was no patient harm. This is report 1 of 1 for (B)(4).